Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during spine surgery there was an error message when the motor device was plugged into the console device. According to the report, the device was working, "but after awhile, the error message came up and the device would not work." The reporter clarified that there was no impact to the surgery or patient as the "doctor was working on something else when the error message was noticed." The reporter stated that the device was switched out for a spare device. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.